Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with supris suprapubic mesh. Later the pt experienced urinary tract infections, left side sling detachment, abdominal pain and urinary problems. Excisions of the mesh were performed and an additional supris suprapubic mesh was placed.